Event description:
While trying to implant stent into a very calcified circumflex artery; the wire broke (severed) off remaining in the artery. Attempts were made to retrieve the broken wire but unsuccessful. Wire was left in artery, pt was transferred to ccu in stable condition with anticoagulants infusing.